Event description:
It was reported that the patient had an artificial urinary sphincter explanted and replaced with a 3.5 cm aus due to balloon fluid loss resulting in recurring incontinence. No further patient complications were reported in relation to this event. No further information available.

Manufacturer narrative:
Device analysis: balloon fluid loss was reported. The ams800 pressure regulating balloon was visually inspected and functionally tested. No leak was found. The balloon tested at 62.1 cmh2o. It is rated at 61-70 cmh2o. The balloon performed within specifications. The product analysis did not confirm the reported event. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling and the reported event could not be confirmed by product analysis. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had an artificial urinary sphincter explanted and replaced with a 3.5 cm aus due to balloon fluid loss resulting in recurring incontinence. No further patient complications were reported in relation to this event. No further information available.